Event description:
It was reported that the physician called in for review of a couple stored episodes for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system as there was a concern of delay in therapy. Technical services (ts) reviewed and found the patient has frequent ectopy and ultimately goes into a fast ventricular tachycardia (vt) arrythmia which lasted for twelve seconds. There is some initial undersensing, however for 2-3 seconds there are sense and noise markers. These markers slightly delayed the detection process. Smart charge was at 5 intervals. The rhythm did break during shock and ultimately ended the episode. Ts discussed device criteria and possibly shortening smart charge. The patient was placed on two medications to help. The plan is to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.